Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. During transection of lung tissue, there was poor staple formation. To correct the issue, the tissue was oversewn. The patient was alive with no injury. An additional operation will be performed to correct the issue. The patient has undergone chemotherapy or radiation treatment. Patient status is alive, no injury.